Event description:
On (B)(6) 2021 it was reported by a sales representative via phone that an ar-7300ds dissector produced metal shaving in the joint during use. The metal shavings were removed using a different shaver hand piece. This was discovered during use in a wrist procedure on (B)(6) 2021. The case was completed using a second ar-7300ds which at first also produced metal pieces when first introduced. The surgeon was confident all shaving were removed using suction.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.